Manufacturer narrative:
MFR ref no.: (B)(4). The device has not been returned to baxter for evaluation at this time. A supplemental report will be submitted if the device is returned.

Event description:
The customer reported that the spectrum pump displayed "door not shut" alarms. No pt injury was reported. No further info was provided.